Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred at a facility in the united states. The user facility contacted pentax medical customer service on (B)(6) 2021 for a "esophageal balloon stuck in channel", involving pentax medical video colonoscope model eg-2990i, serial number (B)(4). The user added that the malfunction occurred during reprocessing. It was noticed after the procedure was over when trying to remove the device from the scope. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The user facility responded to a good faith effort(gfe) via email on 26-apr-2021 and stated the stuck balloon accessory was a eliminator 3 stage esophageal pet balloon dilator/size 15-18mm/conmed, unknown model and serial number. The balloon became stuck during the last procedure when the balloon was being removed from the endoscope. The customer owned endoscope was received by pentax medical for evaluation on 22-apr-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented an accessory stuck in primary operation channel and accessory stuck in biopsy inlet piece which would confirm the customer's experience, and the technician also documented the following inspection findings on (B)(6) 2021: failed dry leak test, failed wet leak test, leak at biopsy channel (large/ primary) inlet side, umbilical cable bump at pve side, suction tube twisted/kink, pve electrical connector frame mild corrosion, air/ water socket cylinder o-ring chipped. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, suction channel lg, light guide cable, adjusting collar, angle wire, o-ring (1.8x19.8), eog valve assy, rubber trim collar, light guide column. Model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 08-apr-2014. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 20-may-2021 under delivery order (B)(4).